Event description:
It was reported that during a meniscorrhaphy procedure, the delivery needle was inserted to suture the meniscus. The suture came out with the needle when the surgeon pushed out the t-bar, pulled out the needle and pulled the suture to see that the t-bar was fixed to the meniscus. T-bar remains in the pt. A back-up device was used to complete the procedure. No pt injuries or complications were reported.